Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the pump was charging. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.